Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the customer. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down on its own during setup and alarmed. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the device powered down on its own during setup and alarmed. With ac power connected, there were no light emitting diodes (leds) illuminated on the front of the device. The remote service engineer (rse) verified no 24 volts direct current (vdc) being supplied to the power management (pm) printed circuit board assembly (pcba) from the power supply but verified good 120 volts alternating current (vac) going to the power supply. The rse recommended that the customer replace the power supply and verify that the amber led in the power switch is illuminated following the replacement and that the battery led is flashing, indicating that the battery is being charged. The rse also advised the customer to perform the required testing per the pvc and to allow the battery to fully charge before placing the device back in service. Investigation is ongoing